Event description:
Medtronic received information regarding a shunt. It was reported that a patient was experiencing issues with her shunt "a year ago." The shunt would change settings on its own when it should not. It was noted that this patient is still experiencing issues. There was no reported impact to the patient. This was reported outside of a procedure.

Manufacturer narrative:
Initial reporter is a patient. Device evaluated by MFR: no products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.